Manufacturer narrative:
The pt medical history has been received and evaluated. The pt's cardiac problems, if untreated, may have been a contributing factor in the implant failure - known contraindication. This implant was removed at month. Generally, a minimum of 4 months healing time is required to achieve integration.

Event description:
One implant placed 4/7/98. It was removed 5/4/98. No infection was present. One person affected.